Event description:
The manufacturer received information alleging the device's humidifier has black particles in it. The patient reported using an ozone based disinfection device weekly. The patient reports not cleaning with soap and water but not cleaning the humidifier seals and unaware they were removable or washable. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.